Event description:
Additional information was received on 23 jun 2023: the procedure performed prior to using the trb2 was a neuro, non-intervention procedure performed. 16 ml's of air was injected into the tr band when it was applied. The tr band started to be deflated immediately after the procedure. Hemostasis was achieved after using a different tr band. Estimated blood loss was less than 250 ccs. There was no noticeable damage to the device.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide additional information in section b5, and to update device return date in section d9. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: ir supervisor. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved tr band balloon was not fully connected to the band. Therefore, the tr band didn't hold air. Patient was in stable condition. Procedure outcome was successful. The event occurred post-treatment. The patient was not injured, medical or surgical intervention was not required.